Event description:
Boston scientific received information that high shock impedance measurements were observed on the cardiac resynchronization therapy defibrillator (crt-d) and right ventricular lead through the remote monitoring system. Additional information was received confirming no lead issue was suspected. All other measurements were in range and a shock impedance of 115 ohms was noted. There was no revision done and the device and lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.